Manufacturer narrative:
Review of the logfile of the date of treatment shows no error message. The system history shows that the laser was verified successfully prior to and after the date of treatment. According to the problem description the most possible root cause is the user deactivated the ir illumination. Every treatment was performed without active eye tracker and during the preparation of the first treatment the user switched off the ir illumination which could cause the described behavior. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that treatment stopped without an error message after the epithelial layer had been removed during a photorefractive keratectomy procedure. The system went back to the confirmation screen and the illumination ring went up which caused a 15 second delay that caused the stromal bed to dry out. The system was restarted and the procedure was completed with no patient harm. Additional information requested.